Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 100% to 0% within one day and the pump shut off. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.